Event description:
Doctor reports the implant at unknown tooth site was removed because the hex was damaged. They placed another implant during the same procedure. Implant placed on 2023 upon investigation a fractured screw was found inside the implant, follow-up sent to doctor and they reported the hexagon of the implant was deformed so the crown loosened and the screw that held the crown fractured. This event represents the fracture of the screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products. Bost510, t3® non-platform switched tapered implant 5 x 10mm lot 2120022300. Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed; the implant has a portion of a fractured screw stuck inside. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The screw was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.